Event description:
It was reported to boston scientific corporation that a sensor wire was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2023. During the procedure, when the scope was removed together with the guidewire after cannulation, it was found that the blue cladding of the last ten centimeters of the guidewire was detached. The procedure was successfully completed using an alternate device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached.